Event description:
During an ulna osteotomy procedure, the surgeon had to use a bigger plate, longer incision, and more screws because he was not able to use the correct plate for this procedure. The 2.7 lcp ulna osteotomy evaluation set was not fully re-stocked. The procedure was prolonged 30-40 minutes due to this incident.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.